Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as an infectious corneal ulcer." The device history records & sterility records have been reviewed by manufacturing and found to be in compliance.

Event description:
A consumer reported left eye redness & swelling which spread to right eye. A month later, treatment sought from ecp who provided samples of zaditor & fml forte which relieved the redness & swelling. By end of may, symptoms worsened with redness, swelling & itching. She reports rubbing right eye vigorously while showering & could sense she scratched the eye. She tried to irrigate the eye while in the shower. She sought care from walk-in clinic same day, but left facility without evaluation. She returned to same clinic following day & was referred to another physician. A 7 mm corneal ulcer, presumed to be fungal, diagnosed & referred to corneal specialist. Specialist prescribed tobramycin & natamycin every 15 minutes for 1st 24 hours. Patient admitted to hospital the following month in 2007. Percocet every 4hrs for pain. Readmitted to hosp for two days in the same month. Biopsy found paecilomyces lilacinus. Corneal transplant performed. Wears a clear shield & patch to protect eye. She reports light perception only. Voriconazol drops every 4 hours & tablets 2x day rx'd after release. She reports physician has indicated she is responding well to transplant & meds. Visual outcome uncertain due to swelling which may not reduce for 6 to 12 mos. Uses atropine & prednisone plus voriconazol. Request has been made for further info.